Event description:
It was reported that a dexcom g7 sensor paired to the user¿s phone but not to the ilet, resulting in a pairing failure until the ilet was restarted, after which pairing completed and function was restored. Symptoms included hyperglycemia with a reported peak of 299 mg/dl following an unannounced meal while the user was ill, without use of backup therapy or ketone testing, and without medical intervention. Outcomes included temporary elevation of blood glucose outside the target range and user education on prompt meal announcing. Investigation included remote troubleshooting to verify the correct sensor code in the g7 app and to reinitiate the ilet pairing process by device restart. Investigation of this case revealed that the ilet was initially unable to complete cgm pairing and that the issue resolved through standard reconnect and restart steps, with no further device malfunctions observed after successful pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication disruption corrected by reboot and re-pairing, with contributing factors including an unannounced meal.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.